Event description:
Had a dexcom g6 sensor fail 6 days into the product use (normal period of use is 10 days) and this is the third time this has happened to me this year. I don't think dexcom has the same attention to quality they used to have. Which I noticed after they dumped their technical service to a 3rd party offshore phone bank. FDA safety report ID# (B)(4).